Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The target lesion was severely calcified. The physician advanced a 20mmx2.5mm quantum maverick balloon to pre-dilate the lesion. The quantum maverick balloon was inflated to an unknown atms and ruptured after an unknown number of inflations. The procedure was completed with another 20mmx2.5mm quantum maverick balloon catheter. No patient complications were reported and the patient's status was good.